Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgery to extend a construct, while putting the anchoring plate in, an roi-c implant broke where it connects to the inserter. The surgery was completed with another roi-c implant without any patient or procedural complications.

Event description:
It was reported that during a surgery to extend a construct, while putting the anchoring plate in, an roi-c implant broke where it connects to the inserter. The surgery was completed with another roi-c implant without any patient or procedural complications.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned, however the provided photos show that the device has fractured on the anterior face in multiple spots. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for roi-c lordotic implant 12 x 14 h6 for the failure of fracture. The failure is believed to be attributed to improper attachment to the inserter leading to improper alignment of the cage and the plates because the cage is fractured along the anterior edge of the implant where the plates would be inserted. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.